Event description:
It was reported impedance readings were greater than 3600 ohms. During the previous lead revision surgery, the physician nicked the extension with the electrocautery device. The patient then reported no stim. However, after charging the stimulator, the patient was feeling good stim. Impedances were still out of range for 0-3 and 8-11 configurations. Approximately 3 weeks later, the manufacturer rep met with the patient; impedances were still reading greater than 3600. The stimulator was not turned back on because they thought this might induce shocking. The patient is scheduled to return to the physician in august for more testing of the lead and extension, then possible revision. The patient was instructed to continue to charge even though the device was off and not being used.

Manufacturer narrative:
(B) (4)